Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during subcuticular closure following orthopedic surgery. The loop of the suture came loose when attempting to anchor it into the skin. The welded loop didn't break, but came loose, it looked like it wasn't welded correctly. To correct the issue, another suture was used. No patient injury or extension in surgical time. Patient status is alive, no injury.